Manufacturer narrative:
H.6 investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and showed an indication of the location where leakage occurred. Additionally, evaluation/testing of the customer samples was performed, and leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "leaked past stopper."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Common device name: blood specimen collection device; intravascular administration set. Medical device type: jka / fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd vacutainer® push button blood collection set. The following information was provided by the initial reporter, "leaked past stopper."